Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of the small bowel, the stapler had an issue. The surgeon had to oversew and do an extra resection with the green reload to resolve the issue.